Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range pace impedance measurements, lower than 200 ohms on the right ventricular (rv) lead. The involved lead is a non boston scientific product. Technical services (ts) confirmed no noise was observed and recommended to continue to monitor. No adverse patient effects were reported. This device and lead remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.